Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the seal was allegedly open at the one side/ bottom side of needle pack. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, the seal was allegedly open at the one side/ bottom side of needle pack. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one unsealed mission biopsy device was received for evaluation. During visual evaluation, the mission pouch was noted to be unsealed on the bottom seal; no evidence of a seal was noted. Upon dimensional observation, the length of the mission pouch was measured and noted to be functional testing was not performed due to the nature of the complaint. Two electronic photos were provided, and it was reviewed. The first photo shows the bottom side of the package which was noted to be in an opened condition. The second photo shows the labelling information which verifies/matches with the tw details. Based on the provided photos, the reported unsealed device packaging cannot be confirmed. Therefore, the investigation is confirmed for the reported unsealed device packaging as the returned mission pouch was noted to be unsealed. A definitive root cause for the alleged unsealed device packaging issue was observed to be a manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g1, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.